Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified arthroscopy, the tendon stripper couldn't cut the graft at the moment of removal and another incision was necessary to complete the procedure. The procedure was completed using the same device. There was a 30 minutes surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). Additional information (exp. And mfg. Dates): corrected information in d4 (lot no).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device shows definite wear from use, the laser etchings are legible. A functional evaluation of the device found that it was unable to cut cleanly through the reference material. A clinical review states that the adverse event cannot be ruled out as related to the device as it could have been related to a worn instrument likely caused the adverse event. The IFU does precautions, ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿" the complaint was confirmed, and the root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.